Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The internal wires were not exposed. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Further inspection identified a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. This is unrelated to the conductor wire compromise.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was damaged. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no issue. It was unknown which cable was broken. It was reported that the instrument was unable to be used. There was no sign of thermal damage. No arcing event was observed. The instrument did not collide with any other instrument or tool. There was no fragment falling into the patient. The procedure was not delayed.